Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during insertion.

Event description:
It was reported that during a anafab sl-tape reko surgery the pins, which hold the screw at the instrument, broke off while inserting. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device used anyway. It was not necessary to switch the surgical technique.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.